Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant damage" diagnosed via MRI. Healthcare professional later reported "rupture". This is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported "implant damage" diagnosed via MRI. Healthcare professional later reported "rupture". This is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive no additional observations performed on the device. No further actions are required.